Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 200 ohms. The health care professional (hcp) confirmed there was a gradual rise in shock impedance since 2023. Technical services (ts) discussed a gradual rise in shock impedance without compromised lead integrity would indicate calcification. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.